Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined however, the likely cause of the reported event is due to a piece of the injection tube or the silicone rubber product or the like entered in the channel and clogged in the nozzle. It is also likely that the black rubbery foreign debris clogged in the a/w nozzle or, the foreign debris was not originated from olympus device. The event can be detected/prevented by following the instructions for use which state: the user can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also found the bending angulation was out of specification due to wear. The adhesive on the light guide lens and the distal end was worn. The aspiration housing ring was worn. The insertion tube demonstrated deterioration and wear. The switch box demonstrated wear. The scope connector demonstrated corrosion due to fluid ingress. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an air/water aspiration problem. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. During the inspection and testing, foreign debris was observed protruding from the air/water nozzle, confirming the reported issue. This report is being submitted for the malfunction found during the device evaluation (foreign debris).